Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 411 mg/dl. It also stated that customer declined to read blood glucose message. The insulin pump will returned for analysis.

Manufacturer narrative:
Pump passed functional testing including the displacement, basic occlusion, occlusion, prime and excessive no delivery test. No displayable history alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.